Event description:
A female patient reported experiencing eye irritation and an eye infection while using renu with moistureloc multi-purpose solution. According to the patient she was given unspecified eye drops by an unspecified female physician but they did not work. An eye care physician reported that in 2004, the patient presented with severe irititis in the left eye (etiology unk). The patient was prescribed pred forte, hematropine, and fml ointment, and was treated ten days. The outcome is unk as the pt did not return for follow-up. This physician did not attribute the iritis directly to a specific product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.